Event description:
It was reported that a possible pump failure occurred. The patient experienced pain at an unknown location. On the report date, a volume discrepancy occurred in which the expected reservoir volume (erv) was 24.1ml and the actual reservoir volume (arv) was 32ml. The cause of the discrepancy was unknown, but was later reported to be due to the catheter malfunctioning and pump battery approaching the elective replacement indicator (eri). The approaching eri was reported to be normal. A dye study was done. The catheter was fractured in two places. The eri was estimated to occur in 11 months, which was why the patient was brought to the operating room (or). The patient¿s healthcare provider¿s (hcp) office had been increasing the dose and concentration for years. A pump and partial catheter replacement were done on the report date. The entire catheter was unable to be dissected, only the proximal and the very distal from the spine. No catheter segments were left in the intrathecal space. As of (B)(6) 2015, the patient was doing fine and was receiving effective therapy. The device system was used to deliver morphine 50mcg/ml at 24.982mg/day and bupivacaine 10.6mg/ml at 5.296mg/day. At the time of the event, the patient was also taking percocet. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: product ID 8703w, lot # l41568, implanted: (B)(6) 1997, explanted: (B)(6) 2015, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter revealed a user-related hole and a broken catheter body.